Event description:
Consumer states there was a lot of snow on the ground and he couldn't see the side walk ramp and he hit the curb and his pasture was launched from the wheelchair and now the caster is bent.